Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is reportedly not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified left anterior descending (lad) artery that is 100% stenosed. A 1.5x15mm mini trek ii balloon dilatation catheter was advanced and resistance was felt with anatomy. Once at the lesion pressure was added and at the second inflation at 12 atmospheres the balloon ruptured. There were no adverse patient effects and no clinically significant delay. No additional information was provided.